Event description:
The duett sealing device was deployed following an interventional procedure, via a 6 fr. Sheath in the right common femoral artery. Following the deployment, the pt experienced loss of pulses. An angiogram was used to confirm an occlusion. Treatment consisted of thrombolytic therapy, anticoagulation therapy and an angiojet. Treatment was successful, and no further complications were reported.